Manufacturer narrative:
Additional information was received such as a4: patient weight, d7: date of explant.

Event description:
Additional information was received patient¿s ipg was explanted and replaced. Patient¿s pocket site was also moved on (B)(6) 2020. Therapy was restored post operation.

Manufacturer narrative:
Method code.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient¿s ipg has migrated closer to her spine and sends a shooting pain. As a results, surgical intervention may take place at a later date to address the issue.